Event description:
It was reported that the monopolar curved scissors instrument was found to be dull during a da vinci si nephrectomy procedure. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the instrument had a dull blade. (B)(4). The latex gets snagged at scissor tips. The blade edges are not damaged, but edges exhibit wear at the tips, negatively affecting cut performance. The electrical continuity passed. Additional observations revealed a frayed pitch cable at the distal idler. No damage was found on pulley and clevis. The extension tube was also found with pad print removal by the proximal clevis side. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the additional failure analysis findings; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if pertinent additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.